Event description:
It was reported that the patient presented for routine follow up, the pulse generator exhibited wide qrs oversensing. The device remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.